Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx stent system was implanted during a biliary metal stent procedure performed on (B)(6) 2014. The indication for the stent placement was chronic pancreatitis. The patient did not have a tortuous anatomy and the lesion was not dilated prior to sent placement. There was no visible damage to the stent system noted during stent placement. According to the complainant, during a scheduled stent removal procedure in the common bile duct on (B)(6) 2015, the physician noted that the metal wires of the wallflex fc biliary stent appeared to have "unraveled" at both ends inside the patient. The physician used rat tooth forceps to remove the stent and it was difficult to remove the stent. The wallflex fc biliary stent was removed and replaced with a plastic stent on (B)(6) 2015. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However the complainant noted that the device was used prior to the expiration date. Reported event of stent damaged. Reported event of difficult to remove stent. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.